Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi). During a laser treatment while the laser was firing on the patient's right eye (od). A brief description from the surgery center indicated the patient had moved and was re-applanated. On the second attempt, the laser treatment was programmed for a side cut only but the treatment performed was a bed plus side cut, therefore, the procedure was aborted and will be converted to a photorefractive keratectomy (prk) treatment. This report is for the femto laser system. A separate report will be filed for the patient interface. Bcva from (B)(6) 2016: right eye pre-op 20/15 -4.251.75 x -.25 x 127; left eye pre-op 20/15 -4.00 x -.50 x 169.